Event description:
This is 2 of 3 reports linked to mfg report numbers: 3013886523-2024-00405. 3013886523-2024-00407. A facility reported that a patient was sent to the hospital due to hydrocephalus, coma, grade iii hypertension, pneumonia, and sequelae of cerebral hemorrhage. On (B)(6) 2024, a hakim valve (ID 823832), a bactiseal ventricular catheter (ID 823073), and a bactiseal peritoneal catheter (ID 823074) were implanted. On (B)(6) 2024, the patient¿s hydrocephalus did not improve, and the valve pressure was adjusted eight times; however, the pressure could not be adjusted. On (B)(6) 2024, the physician implanted a new valve and two catheters into the patient's right cerebral ventricle. Due to the patient's condition, the physician left the valve in the patient. There is no plan to remove the valve. According to information provided, it is unknown if there is an issue or a failure with the two catheters and if the patient experienced any signs and symptoms due to the devices issue. The current status of the patient is unknown.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The ventricular catheter (ID 823073) was not returned for evaluation as the product was implanted as per customer; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined, however, a possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the device. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.